Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during removal and replacement of transvaginal midurethral sling and cystoscopy procedure performed on (B)(6) 2016 for the treatment of female stress urinary incontinence. The patient tolerated the procedure well and was transferred to the postanesthetic care unit in stable condition. The patient had a previous non-bsc sling that was implanted on (B)(6) 2013 for the treatment of cystocele, urethral hypermobility and stress urinary incontinence. She experienced mesh erosion after the procedure for which she underwent a surgery to excise the eroded mesh and another surgery on (B)(6) 2016 to remove the old sling and implant a lynx suprapubic mid-urethral sling system. On (B)(6) 2016, the patient presented for transvaginal manipulation of mid-urethral sling. Since her removal of old sling and lynx placement procedure, the patient has been unable to spontaneously void more than a few dribbles and has been performing self-catheterizations. The patient tolerated the procedure well, was transferred to the postanesthetic care unit in stable condition. On (B)(6) 2016, patient can now void post transvaginal manipulation of mid-urethral sling; however, urine stream is very slow requiring straining to void. On (B)(6) 2017, patient presented with leaking urine, urinary urgency and bladder concerns. On (B)(6) 2017, sling revision and cystoscopy procedure was performed. On (B)(6) 2017, patient presented for post-operative examination. Patient reported that she doesn't fully empty bladder. The patient undergone straight catheterization for residual urine. Symptoms not significantly improved. On (B)(6) 2017, patient presented incomplete bladder emptying and bladder outlet obstruction. Currently her symptoms are bending forward to void, she is really not able to strain to get the urine out. She is voiding hourly, she will have a very strong urge to void and her stream is described as a trickle. She will leak at night on occasion. She has some hesitancy of urination. On (B)(6) 2016, the patient undergone vaginal mesh excision uro, sling removal or revision, retropubic/abdominal. The patient was reportedly stable at the conclusion of the procedure. On (B)(6) 2017, patient repots that her symptoms have improved. She continues to take oxybutynin 5mg tid, and reports a decrease in the frequency of bladder spasms. She has to void every 1-2 hours and feels that she is not completely emptying her bladder with each void. She endorses a positional component to her urinary symptoms, such that she often has a lean forward while urinating to further expel urine. Her main complaint today is the fact that she has to wipe multiple times immediately after voiding due to the sensation of leakage. However, in-between voids, she denies any episodes of incontinence or leakage when at rest or with activity. Overall, she is pleased with the improvement of her symptoms; her only complaint is that of experiencing minimal leakage immediately after voiding. This report was originally submitted via asr. Report identification number: (B)(4). Submission period: january 01, 2019 to february 28, 2019. Asr exemption number: e2013036. Pro code: otn.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6): procedure: anterior vaginal repair date of surgery: (B)(6) 2013 procedure: bladder sling surgery date of surgery: (B)(6) 2013 (B)(6). Procedure: removal and replacement of sling date of surgery: (B)(6) 2016. Procedure: transvaginal manipulation of mid-urethral sling date of procedure: (B)(6) 2016. (B)(6). Procedure : sling revision, cystoscopy date of procedure: (B)(6) 2017. (B)(6). Procedure: vaginal mesh excision uro, sling removal or revision, retropubic/abdominal date of procedure: (B)(6) 2017. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.